Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt underwent surgery for a ipg replacement on (B)(6) 2012 (reference MFR report #1627487-2012-02701). It was reported after the new ipg was implanted high impedance readings were observed on multiple lead contacts. The physician explanted and replaced the lead. Intraoperative testing of the new lead showed no anomalies.